Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 498 (mg/dl). Customer administered a correction bolus to treat bg levels. System check with tandem technical support indicated the pump was performing as intended. Customer applied infusion set, filled cannula and resumed insulin delivery. Recommendation was made to discuss infusion set options and diabetes management with their health care provider.